Event description:
It was reported that a one-link needle-free IV connector completely disconnected from a non-baxter IV set and leaked. A male luer lock syringe was used to make the connection between the two products. The disconnection then occurred during patient infusion of a non-baxter drug. The reporter stated that fluid was then noticed on the patient¿s bed, indicating a leak occurred. The fluid did not contact the patient. The non-baxter drug was then administered to the patient again. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.